Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A system check was performed verifying the occlusion alarms. After performing a cartridge change as part of the system check, the customer successfully resumed insulin delivery. The customer's blood glucose level was 79 mg/dl.